Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from biomed during routine product testing that there was a slight burning smell coming from the lvp device. No patient involvement related to this event. No adverse reaction to clinician related to this event.

Event description:
It was reported from biomed during routine product testing that there was a slight burning smell coming from the lvp device. No patient involvement related to this event. No adverse reaction to clinician related to this event.

Manufacturer narrative:
The customer¿s report of a slight burning smell coming from the device was not confirmed. During internal inspection the printed circuit boards were thoroughly examined for signs of thermal damage. After complete inspection was performed no signs of thermal damage was noted. During review of the pump module error logs multiple motor stall errors (242.4030.0) were noted. As a precaution the alaris system pump chamber blocked and motor stall test method was performed. The device did not exhibit a higher than expected mechanical drag in the pumping mechanism during testing. The root cause of the observed motor stall errors was not determined; however, it is possible that the IV tubing inside the pump was left under compression for an extended period and it fused together. Device history review: review of the pump module sn (B)(4) service history record showed the device had a manufacture date of 14may2004. A review of the device service history record was performed beginning from the date of manufacture to the present date 04aug2020 and indicated that this device has been previously returned for service. None of the previous returns were associated with this issue.